Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead had episodes of syncope. A high out of range impedance measurement greater than 2000 ohms was noted. The patient was admitted in an intensive care unit. The device was reprogrammed. A boston scientific technical services (ts) discussed that a lead issue was suspected. The pacing threshold measurement was also high. A chest x-ray, isometrics or pocket manipulation were suggested. No other adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
No additional information is available at this time. This investigation will be updated should further information be provided.